Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery compartment being unable to open due to screw damage was not confirmed. The out-of-box heartmate 3 system controller was not returned for analysis and no photos of the issue were submitted for review. Provided information indicated that the controller was replaced but would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this evaluation. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use section 2 ¿system operations¿ provide instruction on how to properly remove and install the battery compartment cover. The heartmate 3 patient handbook section 10 entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller internal backup battery compartment would not open due to screw damage, it was unable to be unscrewed. The controller was replaced.